Manufacturer narrative:
H.6. Investigation summary: one photo was provided by the customer for investigation. The photo shows a syringe removed from a blister pack and laying on a laptop keyboard next to a blister pack. Part of the thumb press has broken off and is missing. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full. However, there is still the potential for damage due to piece to piece contact or contact with the production equipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that prior to use it was discovered that the plunger was broken with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from portuguese to english: syringe with broken plunger tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the plunger was broken with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: syringe with broken plunger tip.